Event description:
Essure procedure done in 2007; no abnormal events during placement. Hsg showed proper placement and occlusion. Following the hsg, pt began to experience right side pain which increased in severity over time. Pelvic ultrasound was performed which suggested that the right micro-insert was perforated into the myometrium. Physician notified conceptus that the pt opted for device removal due to pain and possible perforation. Upon hysteroscopy and laparoscopy, the devices were found to be in normal position within the fallopian tubes and not perforated. The physician proceeded with bilateral salpingectomies. There was inflammation, hypervascularity and possible endometriosis noted during laparoscopy. Physician noted that it is still unclear why this pt had a sudden onset of right side pain.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.